Event description:
Per the clinic, the recipient developed swelling at the left retroauricular area and an infection (site of infection not confirmed). Subsequently, the patient underwent incision and drainage (I&d) procedure of the left retroauricular area and left myringotomy (specific date not reported) and was treated with an antibiotics (specific type, date and duration not reported).the clinic also reported that the recipient experienced wound dehiscence and an extrusion of the device. Subsequently, the device was explanted on (B)(6) 2024. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported) and was placed under general anesthesia on (B)(6) 2024.